Event description:
Physician was attempting micropuncture access to do a jugular ivc filter insertion. After initial access with the 21 gage needle, he attempted to place the .018" wire through the needle. He was unable to fully advance the wire, so he removed the two pieces. When he did so, the tip of the wire broke off and 1.5cm of the wire got stuck in the base of the patient's neck at the level of the first rib, in the soft tissue of the patient's neck. No product or packaging is available for investigation.

Manufacturer narrative:
Information unknown as lot# is unknown. This device is inspected 100% for bends, kinks, adequate joint strength, correct outside dimension and other surface imperfections prior to transport. A caution label is supplied with the mandril guide within the set. This caution label warns, "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." Although the suspect device was not returned, we have received reports of mandrill guide separation in similar type procedures using this wire, and/or similar type mandrill wire guides. Therefore, as a result of the information provided by the customer, we are considering this complaint confirmed. We will continue to monitor for similar reports.